Event description:
It was reported by the customer's mother, that the act and esc buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 99mg/dl. Customer treated with manual injection. Unable to perform troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.